Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was inserted in a patient for the endovascular treatment of a 5.0 cm thoracic aortic aneurysm. The delivery system was flushed successfully prior to inserting the device into patient. It was reported that the physician was using the double wire technique, the delivery was unable to pass through a bending portion of the synthetic graft. The device was removed and the pull through method was performed and an attempt to flush with heparinized saline from the side port was made but failed. The device was replaced with another manufacturer¿s device and the procedure was completed. The physician stated that the cause of the event was due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation results are: the event was confirmed; resistance was met during flushing. The as reported information stated that device was able to be successfully flushed during preparation (prior to use) as indicated in the IFU. The event may have been related to operator improper use of the device; flushing the delivery system after it had been inserted and removed from the patient and after partial retraction of the graft cover (not following IFU). During analysis, a portion of the distal graft fabric and stent peaks were found caught within the stent stop cup after the graft cover was retracted, and the stent stop cup was flared out radially, applying radial pressure to the graft cover. This interaction most likely caused the resistance during flushing. The distal graft fabric and stent peaks being caught within the stent stop cup may have been a result of partial deployment of the stent graft by the user in addition to manipulation of the graft cover during analysis. Failure to follow instructions (flushing device after it was used in the patient).

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.